Event description:
It is reported that the surgeon was unable to properly seat the articular surface. Another surface of the same size and lot was used to complete the surgery.

Manufacturer narrative:
Eval summary: this typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As returned, the dovetail is deformed. Measured dimensions are within print specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.